Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 2.75 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined, and signs of damage were noted at the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer extrusion and mid-shaft section and tactile examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The eccentric target lesion was located in the moderately calcified right coronary artery. A 24 x 2.75mm promus premier drug-eluting stent was advanced but failed to cross and the stent got damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The eccentric target lesion was located in the moderately calcified right coronary artery. A 24 x 2.75mm promus premier drug-eluting stent was advanced but failed to cross and the stent got damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.